Manufacturer narrative:
The customer's complaint of a leak from the y-site of the secondary set could not be confirmed because the product was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that there was a leak identified at y-site of secondary set non-bonded texium to the primary line at the start of an infusion. There was no patient harm.

Event description:
The customer reported that there was a leak in the infusion set at the start of an infusion. The texium was connected to the secondary infusion set then connected to the y-site of the primary set. Due to the amount leaking, the customer could no confirm if the fluid leaked from the connection of the secondary to the texium or the y-site to the primary line. There was no patient harm.